Manufacturer narrative:
Suspect lots# dr21c09024 and dr21e17017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp solution sets leaked. The event was further described as; leaks coming from the base of the priming chamber where the bottom tubing connects to the priming chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot # dr21c09024 was manufactured on 03/09/2021. H4: the suspected lot # dr21e17017 was manufactured on 05/18/2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Dimensional measuring and pull testing was performed and no issues were observed. Additional leak testing was performed which observed a leak between the vented spike and the tubing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted for the suspected lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.